Manufacturer narrative:
Evalution summary: it was caused due to the insertion flexible tube (ift) worn out. In addtin, we comfirmed that the operation channel buckle, the ccd module disconnection, the light guide fiber bundle (lcb) disconnection, and the u/d and r/l pully wires worn out; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Coating damage on the ift at 11 cm. Operation channel buckled at 120 cm. No pictures available.